Event description:
It was reported by the customer that on (B)(6) 2010 the physician experienced a significantly diminished vaporization efficiency and excessive bleeding during the procedure at 278,512 joules. Also, it was reported that half of the use was devoted to coag. The fiber was cleaned during the procedure. The device was not returned for evaluation.